Event description:
Boston scientific received information that this defibrillation lead had perforated through the heart. As a result the patient was brought back to the emergency room to have the lead and implantable cardioverter defibrillator (ICD) explanted to allow the patient to heal before a new system will be implanted.

Manufacturer narrative:
It was later reported that the lead's entire distal coil was outside of the heart. A thoracotomy was performed in which the portion of the lead sticking out of the heart was cut and the rest of the lead was pulled out through the pocket. The hole was sutured and the patient was stable through all of this. A new lead was implanted.

Event description:
--

Manufacturer narrative:
Should additional information become available, this event will be updated.

Manufacturer narrative:
It was later reported that the patient experienced pain, but the procedure was not emergently performed. There was no effusion and no tamponade. The ICD remains in-service.

Manufacturer narrative:
Visual observations of this lead noted it was severed 56.5 cm from the is-1 pin. With both the distal and proximal sections returned. The helix was extended and tissue was entwined within the helix. The helix extension was measured and found to be in specification. The field allegation could not be confirmed through analysis and lead testing was not conducted due to the condition of the returned lead.

Manufacturer narrative:
The lead was returned and analysis is pending.